Event description:
Underdelivery reported. The pump was set to infuse an unspecified dosage of epoch (chemo drug) at an unspecified rate. It was noticed at the change of shift that within one hour and twenty minutes, the pump had infused very little (unspecified amount) of the amount it should have and alarmed empty when still almost full. No pt harm was reported, except that the pt was "very uncomfortable." No further info was available.